Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 32 synergy ii drug-eluting stent, the device was wiped with a 4x4 gauze pad and the stent was taken off the balloon. The device never entered the patient's body and the procedure was completed with another 2.25 x 32 synergy ii drug-eluting stent. No patient complications were reported.